Event description:
Meter name: basic. Strip name: one touch. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: dizzy and tired. A pt reported they were experiencing physical symptoms. Their meter allegedly had no power. The result on their meter was: unable to test. The result on the: none. The time difference between pt's meter and: no comparison. Treatment was: insulin shot. No further info has been reported.